Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator (B)(6) 2010. (B)(4).

Event description:
It was reported that right atrial (ra) lead impedance was low and thresholds were high. The lead was explanted and replaced. No patient complications were reported as a result of this event.